Manufacturer narrative:
The referenced device was not returned to olympus medical systems corp (omsc) for evaluation, therefore omsc could not evaluate the referenced device. According to the literature, it is known that gas bubbles may occur during the procedure of turis and a small explosion may occur infrequently because of chemical reaction of the gas bubbles. Furthermore, according to the literature, it is known that a resection is performed while a bladder is hyperextended due to irrigation, and a perforation may occur. The reported phenomenon is thought of as common complication of turis. The ues-40 instruction manual states the notice for the handling of the device. Also, omsc checked the MFR history of the subject device, there was no irregularity found. There were no further details provided. If significant additional info is received, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus was informed that during the turis-p procedure, after the elimination of excised pieces by ellik evacuator, when the physician looked inside the pt's bladder he found that it was bleeding. During the hemostasis of the bladder, small popping sound was heard after two times elimination. Since the pt complained of abdominal discomfort, the physician examined the pt and found that the pt's bladder was perforated. The physician treated the pt with open surgery.